Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that there is inconsistent instrument tracking in the navigation software task. In trajectory 1 and tracjectory 2, the instrument would be aligned with anatomy, and the instrument spheres were visible in tracking view with green tool card, but no cad model in one of the trajectory views would be present and then the one of the views would go black. This behavior would alternate between the trajectory views. The manufacturing representative (rep) cycled views and had the same issue with orthogonal planes, and synthetic views not displaying instruments with cross hairs, green dot or cad models. The image was visible. This was intermittent and occurred with multiple instruments. The site was unable to consistently navigate instruments, navigation was aborted. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
H3: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. H6: conclusion code d14 and results code c19 apply to the system. Conclusion code d02 and results code c10 apply to the software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #262227841:2021-02-18 03:03:36 cst webmremotews sfdcmnav product analysis task update work order name : wo00814547 analysis summary text : demo/eval unit: false hardware p/f: pass instruments p/f: pass record type: nav system checkout (closed) self test: n/a software p/f: pass status: completed does the system perform as intended?: yes was stealth autoguide involved?: no were hardware parts replaced?: no medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the most likely cause of the issue was suspected to be due to a software anomaly. It was noted that the issue was currently being looked into.